Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient weight not provided.

Event description:
It was reported that the abutment screw has loosened at the site. Abutment will need to be remade for future use. Tooth #19.

Manufacturer narrative:
One (1) scr replace friction-fit gold & ti abut int hex (mhlas) was not returned for investigation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item and lot number along with the applicable device history record (DHR), instructions for use (IFU), and risk file. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. A pre-existing condition noted on the per was unknown bone density type. The reported device was located on tooth # 19 (universal) and was used for approximately 7 years, 6 months. The customer did not provide any pictures or x-rays. Review of appropriate documentation: documents reviewed: instructions for use for zimmer dental implant systems 4894 rev 6 - 08/19. DHR review: DHR review was completed for the subject lot number (2017101696). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review: complaint history review was performed for the reported lot number (2017101696) for similar events and no other complaint was identified. Review completed utilizing keywords: loosening. Post market trend review: may post market trending was reviewed and there were no actionable events or corrective actions for the reported event (loosening) or product (mhlas). No actionable items have been triggered that will affect complaint handling on our end for this month. Based on the available information, device malfunction could not be verified and the reported event was non-verifiable.

Event description:
There is no update to the original complaint description provided.